Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type programmer, patient product ID: neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative reported settings not available (screen 59). The representative also mentioned seeing message that controller wasn't recognizing the device. They couldn't get past 0.1ma on controller when increasing stim. By the time agent spoke with rep, they had pulled one of the leads and were going to pull the other one and do a stage 1 next week. They tried reconnecting multiple times and changed batteries but this didn't resolve issue. The trial started on the day of this call. Additional information reported 4 days later indicated that the screen not available was not resolved, they tried new batteries for the external stimulator and a new verify controller but it did not help. The cause was not determined .it was indicated that after they tried the steps above it would allow them to turn it up to 0.1 but that was it. The doctor thinks the leads may have almost pulled out during trial because when he removed them they came out very quickly and easily.